Event description:
The consumer was tilting back when she allegedly heard a pop and the chair went forward by itself. The consumer's husband unplugged the gtam box when he saw smoke coming from the unit. No injury is alleged.

Manufacturer narrative:
The consumer reports they heard a noise and their power tilt seat moved forward. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse, abuse or an operator error may have caused or contributed to this incident. MDR filed as a conservative measure.